Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The consumers wife states the side rail will not stay up.